Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system ws tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.